Manufacturer narrative:
The device was returned for analysis. Visual inspection showed that the balloon was not in a folded state, indicating exposure to positive pressure. A circumferential balloon tear was identified approximately 30 mm distal to the proximal balloon bond, with an associated longitudinal extension of the tear. The distal portion of the balloon material had been displaced distally toward the device tip. No damage was observed on the tip itself. Further visual and tactile examination revealed shaft damage located approximately 5 mm distal to the distal markerband. Additionally, the distal markerband was found to be damaged.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the artificial arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was longitudinally ruptured after the first inflation at 22 atmospheres for 40 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left upper extremity.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the artificial arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was longitudinally ruptured after the first inflation at 22 atmospheres for 40 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the artificial arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was longitudinally ruptured after the first inflation at 22 atmospheres for 40 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left upper extremity.